Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the event (previously reported as unknown). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection reflin 1 gram, once daily (route and duration not reported) and injection tobramycin 40 mg, once daily (route and duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.